Event description:
The customer reported that the reservoir is pushing off the insulin and the customer was not getting the full amount of insulin. The caller stated that the drive support cap was protruded. Advised the caller to disconnect from the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded/loose drive support disk, reservoir tube lip, case window corner, and scratched lcd window and case.